Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen three times at home in thirty six hours before going to the emergency room, where it was further noted that the right ventricular (rv) lead became dislodged and exhibited undersensing, intermittent capture and high pacing threshold. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.